Event description:
It was reported that during an unknown procedure, staples got stuck during the surgery. Another device was used to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Swing tab in locked position. Additional information: the analysis results found that the reload was received in good visual condition. The reload had the proximal five drivers up without staples and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that a 100% inspection is performed by means of an (B)(4) to insure the cartridge is fully loaded with staples and the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.